Manufacturer narrative:
There are no allegations of system or component failure and no medical complications were reported. Patient requested surgical intervention due to cosmetic concerns only.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. After the implant the patient requested to have the implantable pulse generator moved approximately 3cm superior due to cosmetic concerns.